Event description:
It has been reported to philips that the image acquisition failed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was completed using another system by moving the patient to other examination room. The philips field service engineer (fse) inspected the system onsite and confirmed the failure in image acquisition of the system. Review of the system log file showed that there was a malfunction with the image detectors errors. Upon functional testing, fse performed troubleshooting and confirmed the issue with fire x board. The fse replaced the fire x board along with empty pc box with back panel. After replacing the fire x board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.